Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: h1: summary report and h1: no. Of events summarized were inadvertently filled out in the previous MDR. These fields should have been blank as this report is not submitted as a voluntary malfunction summary reporting (vmsr) report. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) units of 3l sterile empty bag systems had cuts on them ¿near where the see through window is¿. This was identified during an unspecified process step for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.